Manufacturer narrative:
D9/h2/h3/h6: product ID: 9736403, lot #: 1810c00571 was returned, however analysis has not been completed at this time. Product ID: 9735787, lot #: 19350079 was returned, however analysis has not been completed at this time. Codes b21, c21 and d16 are applicable. The network connector of the returned input output panel (product ID: 9735818, lot #: unknown) had a broken out side wall with severely bent contacts on the inside of the connector. The connection was not usable. Codes b01, c07 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot/serial #: (B)(6) ; product ID: 9736403, lot/serial #: (B)(6) h3) the computer was returned to the manufacture for analysis. After functional testing and visual/physical examination the reported issue was not confirmed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and configurations were set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing. The computer is fully functional. No failure was found. The uninterruptible power supply (ups) was returned to the manufacture for analysis. After functional testing and visual/physical examination the reported issue was not confirmed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from main power and continued to run under known good battery power for the set 11.5 minutes before ups shut down as programed. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9736403, serial/lot #: (B)(4), product ID: 9735818, serial/lot #: unknown, product ID: 9735787, serial/lot #: (B)(4), product ID: 9736356, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The system would suddenly shuts down. The following parts were replaced. The computer, ssd, uninterruptible power supply (ups), and I/o panel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shutdown randomly. No patient was present at the time of the event. The system was plugged into a known functional outlet when the issue occurred.